Event description:
It was reported that the healthcare professional had met with the patient on the date of this report and had found a relative open circuit. Impedances at 1.55v were c/0 9600 ohms, 0/1 11000 ohms, 0/2 9100 ohms, 0/3 9100 ohms. The patient was programmer on c+, -3 and was changed on the date of this report to +2, -3. It was noted that the patient had fallen on his head, the date of the fall was unknown. It was further noted that the patient had been having great therapy relief. The open was noticed when impedances were checked on the date of this report. It was noted that connections would be checked once the battery needed to be replaced. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type: lead; product ID 3389s-40, lot# va023l5, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).